Event description:
It was reported that customer received a minimum fill notification while attempting to load a new cartridge into pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through filling and loading new cartridge using proper technique, after which cartridge loaded successfully and insulin delivery was resumed.